Manufacturer narrative:
The insulin pump was received with a broken reservoir tube lip, missing retainer, missing reservoir tube o-ring, cracked keypad overlay and missing display window cover. The test reservoir does not lock in place and unable to perform the displacement test or verify error 49, 68, and 130 alarm due to the missing retainer and broken reservoir tube lip. Motor passed motor test.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarm. The customer stated they were able to clear the alarm and able to complete the rewind process. Customer stated that the displacement test and self test both are performed and passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.